Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, it was reported by the patient that infusion set was leaking from the site within 2 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.